Event description:
Sensing difficulty and high impedance were reported. During surgery, impedance through the device was greater than 3000 ohms. The lead was disconnected from the device, tested, and found to be fine, with an impedance of 416 ohms and good sensing and thresholds. Impedance was again checked through device with the same results - impedance greater than 3000 ohms. The setscrew could not be tightened on the lead. The device was explanted and the lead reused with a new device. No patient complications were reported as a result of this event.